Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and observed the bsv (blood sampling valve) and found residual salt build up on both the bsv shaft and the housing bar. The fse removed and flushed the bsv with warm water and also cleaned the shaft and the housing, resolving the issue. (B)(4). This MDR is related to a similar MDR for same issue, different date: MDR 1061932-2014-00656.

Event description:
The customer reported failure of the hemoglobin and hematocrit results to match in the secondary (manual) mode when using the coulter® hmx hematology analyzer with autoloader. This issue did not occur when using the primary (automated) mode of the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.